Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6) hospital. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speed band super view super 7 was used in the esophagus during a ligation of esophageal varices procedure performed on (B)(6) 2024. During the procedure, the bands could not be deployed. The procedure was completed with another speed band super view super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6) hospital. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing did not have any bands attached. The ligator housing teeth were in good condition. The handle slot had marks of the trip wire indicating that it was secured. No problems with the device were noted. The reported event of bands unable to deploy was not confirmed. There were no device problems noted during the device analysis. The ligator housing had no bands attached, the ligator housing teeth and the handle did not have any visible damage. The product analysis did not identify any evidence of either the alleged problem(s) or any defect on the device; therefore, the most probable root cause of the reported event is no problem detected.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a ligation of esophageal varices procedure performed on (B)(6) 2024. During the procedure, the bands could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.